Event description:
It was reported that three cayman awls were bent intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first awl.

Manufacturer narrative:
The device was visually inspected and the tip was confirmed to be severely deformed. The damage is consistent with excess force being applied at an odd angle with the deformation stopping the awl to retract fully. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. This failure indicates excess force was applied to the device which is consistent with the rep's statement that more than normal force was applied during the procedure.

Event description:
It was reported that three cayman awls were bent intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first awl.